Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump not responding after battery change. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump did not get alarms and it does not respond at all stated that it just stays black for each battery until it responds. The device will not be returned for analysis.